Event description:
The initial attorney report alleged abscess infection, recurrence, explant, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2008 - repair of a complex incarcerated incisional hernia with collamend and placement of a wound vac. Reportedly, there was small bowel and transverse colon adherent to and lysed from the hernia sac. On (B)(6) 2008 - presented to the ER with acute infection and purulent material draining from this. On (B)(6) 2008 - incision and drainage of infected incisional hernia wound. The incision was taken down to the level of the collamend which was noted to be circumferentially intact in its place. On (B)(6) 2008 - exploratory laparotomy resection of colocutaneous fistula mid transverse colon with primary anastomosis and application of wound vac. It was noted that following implant the pt had developed an infected hematoma. On (B)(6) 2008 - exploration of abdominal wound, closure of abdominal wound with collamend, and application of wound vac. On (B)(6) 2008 - secondary wound closure.

Manufacturer narrative:
Initially, one event was previously reported by the pts' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the info available at this time, no definitive conclusions can be made. This is a morbidly obese patient with diabetes who has a history of recurrence and intra-abdominal adhesions involving colon and bowel. The medical records indicate that the pt was treated for hematoma and fistula formation, both of which are known possible adverse reactions listed in the IFU. The info provided also indicates that the pt developed and was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2008-00384 for info related to the composix kugel mesh implanted on (B)(6) 2003.